Event description:
The pump was being revised because it was confirmed to be flipped. The medication being delivered via the device system was not reported. Additional info has been requested. A f/u report will be sent if additional info becomes available.